Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 23 mmol/l and current blood glucose level was 13 mmol/l. Customer stated that the infusion set came off. Customer was not using auto mode feature at the time of high blood glucose event. Customer did not want to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.